Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Unable to perform the displacement test and self test or verify unexpected battery power loss alarm or pump error 23 due to unresponsive buttons. (B)(4).

Event description:
Customer reported via phone call that insulin pump¿s screen stayed blank when they press the center button. The customer blood glucose level was unknown. Customer also stated that insulin pump received multiple pump error alarm. Customer was able to successfully clear the alarm also able to complete pump rewind. Customer had not received multiple power loss alarms when batteries was out of the insulin pump less than 10 minutes. Customer stated the insulin pump was neither stored nor without a battery for less than 8 hours. Customer stated the alarm did not occur immediately after a battery change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.